Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that one of the sites handheld devices is not turning on. The hand held, (B)(4) x50 screen is not turning on when the physician pressed the power button. It was confirmed that the screen lock buttons were not engaged and the battery cover was on and the battery cover lock was fully engaged. The physician stated that there is no power light when plugged in but when he holds the serial adaptor cable a certain way, it will flash orange. He then pressed the power button and it seemed that the hhd was coming on, but if he lets go of the serial adaptor cable then it went off again. The hhd would not turn on probably because the battery is depleted and can't get charged up because of the serial cable connection. The hand held device has not been received for analysis to date.

Event description:
The hand held and software were received for analysis on 06/01/2016. Product analysis for the hand held and software was completed and approved on 06/23/2016. An analysis was performed on the returned handheld and during the analysis an open electrical connection in the serial cable was identified. As a result, the handheld was unable to powered using the ac adapter. Also during the analysis it was identified that the main battery was installed backwards. As a result, the handheld was unable to charge and receive power from the battery. No further anomalies were identified. Analysis on the software was completed and no device issues were noted and the software performed according to specifications.